Manufacturer narrative:
Zimvie complaint number (B)(4). Zimvie received one (1) tsx41b10, (tsx implant, 4.1mmd, 10mml) for evaluation. Visual evaluation was performed, slight wear from usage. No damage identified or signs of malfunction. Measurements match drawing. DHR review was completed for the subject lot number 1268207. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 1268207 for similar events and no other complaint was identified. Review completed utilizing keywords: dental : medical : pain the customer did not submit images for the reported event. Review of appropriate documentation: documents reviewed: biomet 3i dental implant IFU (p-tsximp), p-tsximp rev a - (B)(6) 2022. Information identified: potential adverse effects. Based on the investigation and risk management file review , the most likely root cause determined from the investigation was inadequate treatment planning. Therefore, based on the available information, a device malfunction did not occur. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). A4: patient weight unknown / not provided. E1: reporter last name unknown / not provided. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient experienced pain at implant tooth site #19. Therefore, the implant was removed.